Event description:
It was reported that the patient experienced st segment elevation. The st-segment values gradually elevated during left superior pulmonary vein application, and a sudden elevation in st-segment values was confirmed at the end of left inferior pulmonary vein application. Coronary angiogram was performed, air embolism was ruled out, and vital signs suggested pulmonary hemorrhage. As the patient had poor coronary artery function, it was considered that the st segment values elevated due to hypoxemia caused by pulmonary hemorrhage. Additionally, the patients medical history includes coronary artery bypass surgery. The farawave catheter is not expected to return for analysis. It was further reported that the workflow for the ablation procedure began in the left side (ls) and left inferior (li) regions. The st value increased, prompting the administration of medication. Once the st value stabilized, the procedure continued in the right side (rs) and right inferior (ri) regions, and then the procedure was completed. Medication was administered to treat the st elevation, but the details were not known. After confirming the elevation and taking measures, the st value decreased and stabilized, so the procedure was continued and completed. Pulmonary hemorrhage was suspected due to the decreased blood pressure and reduced oxygen saturation (spo2). The physician reported there was bilateral pulmonary hemorrhage in the postoperative CT scan. St elevation, air embolism was suspected, and cag was performed but air could not be confirmed, and hypoxemia was diagnosed due to the drop in blood pressure and spo2, and hypoxemia was diagnosed as the cause of st elevation. Activated clot time (act) was maintained below 300 seconds during the procedure. It was unclear whether the patient was hospitalized or if their stay in the hospital was extended.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation. The st-segment values gradually elevated during left superior pulmonary vein application, and a sudden elevation in st-segment values was confirmed at the end of left inferior pulmonary vein application. Coronary angiogram was performed, air embolism was ruled out, and vital signs suggested pulmonary hemorrhage. As the patient had poor coronary artery function, it was considered that the st segment values elevated due to hypoxemia caused by pulmonary hemorrhage. Additionally, the patient's medical history includes coronary artery bypass surgery. The farawave catheter is not expected to return for analysis. It was further reported that the workflow for the ablation procedure began in the left side (ls) and left inferior (li) regions. The st value increased, prompting the administration of medication. Once the st value stabilized, the procedure continued in the right side (rs) and right inferior (ri) regions, and then the procedure was completed. Medication was administered to treat the st elevation, but the details were not known. After confirming the elevation and taking measures, the st value decreased and stabilized, so the procedure was continued and completed. Pulmonary hemorrhage was suspected due to the decreased blood pressure and reduced oxygen saturation (spo2). The physician reported there was bilateral pulmonary hemorrhage in the postoperative CT scan. St elevation, air embolism was suspected, and cag was performed but air could not be confirmed, and hypoxemia was diagnosed due to the drop in blood pressure and spo2, and hypoxemia was diagnosed as the cause of st elevation. Activated clot time (act) was maintained below 300 seconds during the procedure. It was unclear whether the patient was hospitalized or if their stay in the hospital was extended. It was further reported the hospital stay was extended. Initially, the patient was scheduled to stay for 2 nights and 3 days but ended up staying for 11 nights and 12 days. The patient has been discharged without any issues.

Manufacturer narrative:
Additional information was provided in section b2 outcomes attrib to adv event, b5 describe event or problem, and h6 impact codes it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation. The st-segment values gradually elevated during left superior pulmonary vein application, and a sudden elevation in st-segment values was confirmed at the end of left inferior pulmonary vein application. Coronary angiogram was performed, air embolism was ruled out, and vital signs suggested pulmonary hemorrhage. As the patient had poor coronary artery function, it was considered that the st segment values elevated due to hypoxemia caused by pulmonary hemorrhage. Additionally, the patients medical history includes coronary artery bypass surgery. The farawave catheter is not expected to return for analysis. It was further reported that the workflow for the ablation procedure began in the left side (ls) and left inferior (li) regions. The st value increased, prompting the administration of medication. Once the st value stabilized, the procedure continued in the right side (rs) and right inferior (ri) regions, and then the procedure was completed. Medication was administered to treat the st elevation, but the details were not known. After confirming the elevation and taking measures, the st value decreased and stabilized, so the procedure was continued and completed. Pulmonary hemorrhage was suspected due to the decreased blood pressure and reduced oxygen saturation (spo2). The physician reported there was bilateral pulmonary hemorrhage in the postoperative CT scan. St elevation, air embolism was suspected, and cag was performed but air could not be confirmed, and hypoxemia was diagnosed due to the drop in blood pressure and spo2, and hypoxemia was diagnosed as the cause of st elevation. Activated clot time (act) was maintained below 300 seconds during the procedure. It was unclear whether the patient was hospitalized or if their stay in the hospital was extended. It was further reported the hospital stay was extended. Initially, the patient was scheduled to stay for 2 nights and 3 days but ended up staying for 11 nights and 12 days. The patient has been discharged without any issues. It was further reported that the physician suspects the adverse event may have been caused by the boston scientific starter wire.